Event description:
Health professional reported a right side "slow leak" discovered during explant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat crease, brown particles, a linear sharp opening (a dimension measurement in the shell was performed which identified the thickness within specification), broken plug strap with sharp edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified(tear) opening and broken plug strap with sharp edge assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side "slow leak" discovered during explant. Device has been explanted.